Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Further investigation indicated that this device does not have an lv port and is not capable of biventricular pacing. Furthermore, a field representative confirmed that the device was used in biventricular pacing with the lv lead plugged into the right atrial (ra) lead port of the device. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pulse generator and left ventricular (lv) lead exhibited a high out-of-range pacing lead impedance measurement greater than 3,000 ohms. There was no lv capture or sensing noted. The lv lead was surgically abandoned and successfully replaced. The device was replaced as well due to normal battery depletion. Additional information received indicated that the cause of the observation was not determined. No additional adverse patient effects were reported.